Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump recommended a larger bolus than expected. During troubleshooting with tandem technical support, it was determined that the contact accidentally programmed the customer's correction factor incorrectly. Customer did not deliver the larger than intended bolus. Customer's blood glucose level was 114 mg/dl.